Event description:
Procedure: anterior cervical disectomy and fusion, it was reported that patient was recovering from a surgery for a broken neck that left her unable to look up and required that she use a walker. On (B)(6) 2010: the patient underwent an anterior cervical disectomy and fusion. The patient was implanted with rhbmp-2/acs. Post-op, patient began to suffer from pain in her shoulders and arms, as well as from muscle spasms in those areas.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.